Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had a partial seal issue. When the surgeon began the surgery seals was good. But the device cannot be used normally in the second half of the operation. Changed to another device to finish the surgery. There was bleeding, but there was no patient injury.